Manufacturer narrative:
The device and lead were returned to the manufacturer following the patient's death with no information. The cause of death has been requested but not received. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that visual analysis only was performed.

Event description:
It was reported that a patient was experiencing atrial fibrillation with rapid ventricular response. The device wavelet did not respond appropriately because it did not withhold. There was noise on the electrogram vector. The device was reprogrammed and is still in use. No patient complication have been reported as a result of this event.